Manufacturer narrative:
The beckman coulter field service engineer (fse) performed decontamination to resolve the precipitation buildup found in ise (ion selective electrode) reference line 26. Fse replaced sodium electrodes to resolve the issue. Instrument resumed operation.

Event description:
The customer stated noticing the na (sodium) was drifting low on patient samples and quality control (qc) along with precipitation buildup in line 26 on their unicel dxc 660i synchron access clinical chemistry system. The patient samples were repeated on another dxc and recovered high results. Six samples had low sodium results that were reported out of the laboratory but later amended. The customer verbally provided data for two samples. There was no change to patient treatment. Quality controls were within established ranges before and after the event.